Manufacturer narrative:
The device is not available for evaluation, therefore, a comprehensive investigation cannot be performed.

Event description:
It was reported that, on an unknown date, the device had a broken central venous pressure (cvp) tubing. There was unknown patient involvement. No additional information is available.